Event description:
Customer stated ca controls are not passing.

Manufacturer narrative:
Customer reported the ichem velocity is failing ca controls. There were no reports of patients results being affected and no reports of change to patient management as a result. An iris field service engineer (fse) replaced the bent probe and performed the probe alignment. The fse ran qc which passed. System was operational.